Event description:
It was reported that this right ventricular (rv) lead was implanted on (B)(6) 2026, as part of a cardiac resynchronization therapy pacemaker (crt-p) system implant. Good rv lead measurements were observed on the day of implant itself. However, high rv threshold was observed the following day. No clear deviation from the implant site was visible on the chest x-ray. The patient remained hospitalized until a revision procedure on (B)(6) 2026. During the revision procedure, the lead was dissected and a new site was found. After extending the helix mechanism, a high threshold of 2 volts (v) was observed. A brief waiting period was observed because, per the field, the threshold usually drops. Unfortunately, the threshold rose further to 4v. The implanter tried this a few more times, but unfortunately with the same result. Threshold was also measured with the screw still extended/in place: 0.6v. Since it looked good, the helix was retracted. Again, the threshold rose to greater than 4.0v. Therefore, another rv lead was implanted instead with good threshold measurement immediately obtained. The original rv lead is expected to be returned for analyses. Besides intervention and prolonged hospitalization, there were no other adverse patient effects reported.